Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent a revision surgery due to the artificial urinary sphincter (aus) was not working as expected due to a suspected leak or air in the system. A big air bubble was observed in the pressure regulating balloon. The pressure regulating balloon was replaced. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.